Event description:
The customer contact reported, the device turned on and off on its own after sounding an audible alarm. This is not a reportable malfunction. However, during verification testing at the service center, the device alarmed with an e321 (battery charger timeout) error code.

Manufacturer narrative:
During testing the device alarmed with an e321 (battery charger timeout) error code. The customer contact's reported malfunction was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the information known by the reporter query by hospira personnel.